Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 30 mg/dl at the time of the incident and was treated with glucagon. The customer¿s also took some peanut butter. The customer stated that the transmitter was not working. The customer was unable to remove the transmitter without pulling out the sensor. The device will not be returned for analysis.